Event description:
A peritoneal dialysis (pd) patient experienced a transfer set disconnection. The patient reported ¿the transfer set seemed to fall of its own¿. It was further reported the patient awoke to feeling wetness on their pajamas and bed. ¿they proceeded to just twist back on¿ and did not notify the pd clinic. Two days later, the patient presented to the pd clinic and the transfer set was changed. The following day the patient experienced abdominal pain, cloudy effluent, and a slight temperature. The same day the patient began treatment with intraperitoneal antibiotics for 14 days. The patient was not hospitalized for the event. The patient was ¿fully¿ recovered from the events. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.